Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. Problem code 1069 captures reportable event of fiber broke. Investigation result the fiber was returned broken into three pieces. The first piece measured approximately 15.6 cm from the top of the connector to the break. The second piece measured approximately 73.6 cm from break to break. The third piece measured approximately 227.9 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 08:34 am CT.the report number is being corrected from: 3005099803-2018-62047 to: 3005099803-2018-60890.

Event description:
It was reported to boston scientific corporation on september 25, 2018 that a flexiva 200 laser fiber was noted to be broken when the package was opened. Attempts to obtain additional information regarding this event have been unsuccessful to date. If any additional information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has been received for analysis but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was noted to be broken when the package was opened. Attempts to obtain additional information regarding this event have been unsuccessful to date. If any additional information is received, a supplemental MDR will be filed.